Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device available for return? If yes, please provide the contact name, address, and phone number to send a shipper kit. Would you like a no charge replacement? If yes, please provide contact name and department. Would you like a letter with the analysis?

Event description:
(B)(4).